Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that there were no external power alarms on the mobile power unit (mpu) when connected to the controller. The controller was tested on a loaner mpu and the controller received power and worked just fine. The mpu will be returned for analysis and will be replaced to the patient under warranty.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit was confirmed via functional testing. The mobile power unit (mpu) (serial number: (B)(6)) was returned for analysis to the service depot and was evaluated and tested on 09nov2022. Upon initial observation, a large kink was found in the patient cable. The mpu was powered on and connected to a test loop and run. During testing a connect power immediately alarm activated and appeared to be due to the damage observed to the power cable of the mpu. All other components of the mpu were found to function as intended. The customer was provided with a quote for repair multiple times but did not provide approval for repairs. The mpu was not repaired and is not certified for use and was returned to the customer unrepaired. Additional information provided stated that the mpu has a v-lock connector on the ac power cord, the cord did not come loose from the wall nor back of the unit, and that no environmental factors contributed to a loss of power. The root cause for the no external power alarms was found to be due to damage to the patient cable of the mpu; however, a root cause for the damage unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the mobile power unit (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Customer order was shipped on 04jan2022. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.